Manufacturer narrative:
The manufacturer previously reported information alleging that the device blacked out while it was in use by hospital nurse. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. However, another issue that the power button was not operated was duplicated. There were no records of errors indicated abnormalities for the device, but it was determined that malfunctions occur on ui control of the system circuit board. The device's circuit board was replaced to address the issue.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging that the device blacked out while it was in use by hospital nurse. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.